Event description:
Case description: investigation results: novopen echo plus - batch mvg7k16. Visual examination and functional testing were performed. The electronic register was checked. The device was tested with a random cartridge and a novo nordisk needle was mounted. During the functional test, it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. This can cause the device to be experienced as different than usual. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. Additionally, the memory display will show "error" after injection. Furthermore, the user may experienced that the dose selector popped up unintended after expelling of a dose. The fault had no impact on the mechanical function of the pen. The fault was due to an error at novo nordisk. Since last submission, the case has been updated with the following: "qc result" and "qc comment" field updated. Device addendum tab: annex b c d g codes added. Narrative updated accordingly. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: 10-mar-2025: the suspected device novopen echo plus has been returned to novo nordisk for evaluation. Upon preliminary examination, device was found to function normally, when tested with new needle and cartridge. On detailed examination, foreign matter is seen on internal parts, which affects the device display. The observed problem was not related to any novo nordisk processes, and it was a result of accidental damage during use of the device. The memory display will show "error" after injection. Furthermore, the user may experience that the dose selector pops up unintended after expelling of a dose. The fault has no impact on the mechanical function of the pen. H3 continued: evaluation summary: novopen echo plus - batch mvg7k16. Visual examination and functional testing were performed. The electronic register was checked. The device was tested with a random cartridge and a novo nordisk needle was mounted. During the functional test, it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. Foreign dry matter observed on internal or external pen parts, e.g., dust, dirt, or dried liquid stains. This can cause the device to be experienced as different than usual. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. Additionally, the memory display will show "error" after injection. Furthermore, the user may experienced that the dose selector popped up unintended after expelling of a dose. The fault had no impact on the mechanical function of the pen. The fault was due to an error at novo nordisk.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood sugar spike to 500 [blood glucose increased]. Novopen is not working as it should. It seems like the plunger is not applying the necessary force [device delivery system issue]. Not all the selected units are being dispensed. When purging, the correct amount does not come out [incorrect dose administered by device]. Case description: this serious spontaneous case from spain was reported by a consumer as "blood sugar spike to 500 (blood sugar increased)" with an unspecified onset date, "novopen is not working as it should. It seems like the plunger is not applying the necessary force (device delivery system pressure issue)" with an unspecified onset date, "not all the selected units are being dispensed. When purging, the correct amount does not come out (partial dose delivery by device)" with an unspecified onset date, and concerned a 42-year-old male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", patient height, weight and body mass index were not reported. Medical history was not provided. On an unknown date, patient had a blood sugar (blood glucose) spike to 500 (units not reported). Patient believed that the novopen echo plus was not working as it should. It seemed like the plunger was not applying the necessary force and not all the selected units were being dispensed, as when purging the correct amount does not come out. Batch numbers: novopen echo plus: mvg7k16. Action taken to novopen echo plus was not reported. The outcome for the event "blood sugar spike to 500 (blood sugar increased)" was not reported. The outcome for the event "novopen is not working as it should. It seems like the plunger is not applying the necessary force (device delivery system pressure issue)" was not reported. The outcome for the event "not all the selected units are being dispensed. When purging, the correct amount does not come out (partial dose delivery by device)" was not reported.

Event description:
Case description: investigation results: name: novopen echo plus, batch number: mvg7k16. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission, the case has been updated with the following: investigation results added is non-reportable field updated to no. EU/ca tab: final report check box ticked, expected date of follow up removed, further investigation line updated. Device addendum tab: annex b c d g codes added. Narrative updated accordingly. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Final manufacturer's comment: 30-oct-2024: the suspected device novopen echo plus has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo plus. Reporter comment: paciente llama porque cree que el novopen no esta funcionando como deberia. Es como si el embolo no hiciera la fuerza necesaria y no salieran todas las unidades que selecciona. Cuando la purga no sale la cantidad que deberia. El otro dia le provoco una subida de azucar hasta 500. Lo tiene desde hace aproximadamente un ario. Lote: mvg7k16, ID: (B)(4). H3 continued: evaluation summary: name: novopen echo plus, batch number: mvg7k16. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.